Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic found.

Event description:
It was reported that the customer had high blood glucose levels of 280 mg/dl. The customer reported that the insulin pump alarmed no delivery multiple times. Troubleshooting was not done as the customer would like to just get a replacement insulin pump. The customer was advised that the insulin pump would be replaced. No additional information was provided.